Manufacturer narrative:
Product ID 3093-33, lot# va00w3d, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient went to the doctor's office for a post-surgery appointment, and the physician noticed a small amount of yellow discharge coming from the implantable neurostimulator (ins) incision point. It was stated that the physician noted a possible infection and prescribed antibiotics. It was noted that at a later appointment, the wound had healed and no infection was noted. It was stated that the patient was receiving effective therapy. If additional information becomes available, a supplemental report will be filed.